Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. (B)(4). The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01658. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference number referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, worry/concern and physical limitations. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported worry/concern and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to history of pulmonary embolism (pe), long term anti-coagulation, and upcoming cervical spinal stenosis surgery. Patient is alleging vena cava perforation. The patient further alleges "[patient] is worried and concerned about his future medical care and treatment related to his failed filter" and "[patient] has trouble walking and is limited to strenuous activities." Per report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter mid body of l1 and inferior extent of l2-l3 disc space. At least four prongs have perforated the ivc. Maximum perforation is 9 mm seen on sagittal images. No tilt of caval filter on coronal images. A 6 mm anterior to posterior tilt of caval filter on sagittal reformatted images."